Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate the customer comments, however analysis did find that one side bail cover was broken, and one board connector cable was out of specification.

Event description:
It was reported by a nurse that the "pacemaker went into asystole." It was further reported that "the unit flatlined while in use." Follow-up information received reported the nurses using the unit were not getting the outputs they wanted. There was no patient incident reported.